Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's mother did not know the blood glucose reading. She stated that the customer was having issues with the up arrow. Advised the reporter to call back with the insulin pump serial number present in order to troubleshoot the issue. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded act and up button on keypad trace. No broken buttons noted. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.